Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced issues with the buttons on the insulin pump not working. The customer stated that she was inputting carbohydrates when the down button stopped working. The customer also stated that the b button and the down key were starting to stick. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The pump was received with intermittent button response due to due to a flattened button dome switch. The pump also had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.